Event description:
Intl ((B)(6)) complaint rec'd reporting air in the lines w/dialysis set-up where d1000 tego connectors were in use. Initial and follow up info described incident as follows "..duralock- c tm was removed prior to scheduled treatment (min. Of 7mls blood withdrawn from the line) and line flushed with 10mls 0.9% sodium chloride prior to commencement of dialysis treatment...upon commencement of dialysis treatment staff observed a large amount of air being drawn into the dialysis circuit as the pt's blood was being withdrawn into the dialysis machine. On investigation staff observed that the air was being drawn in from around the tego connector. Staff checked th connector..found that the connector was positioned correctly.. The leaking appeared to be coming from the film..: the tego was in use/multiple treatments for one week and was due to be replaced post dialysis." There were no reported adverse pt injuries and or consequences. Device return: one (1) used d1000 tego & and one (1) pkgd. Same lot sample.

Manufacturer narrative:
Visual analysis (pre and post decontamination) of the returned pkgd. Tego connector recorded no visual abnormalities. The visual analysis of the used tego recorded residual blood was present between the silicone sheath ad body components. Engineering evaluations: the two returned tego connectors (used and new) were each air leak tested per the applicable product specs. The results recorded no performance or non-conformance's were replicated w/the unused tego connector. The used tego connector did leak. Further engineering assessments documented leakage originated from the thread posts, suggesting an internal leak source. The used tego connector was than disassembled and the inner components evaluated. The engineers report documents internal component damages including puncture marks below the top surface of the seal. This type of puncture and location is typical of access with a sharp instrument such as a needle. Findings: the engineering analysis of the returned used tego connector did replicate a leakage issue due to internal component damage is attributable to incorrect usage, where access w/ a sharp instrument such as a needle occurred. Testing and analysis of the packaged same lot sample recorded no leakages, the device met the product specs.